Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 400ml and flow rate: 4ml/hr. Procedure: total abdominal hysterectomy, bilateral salpingo-oophorectomy. Cathplace: sub fascial. Pt developed cellulitis (redness, fever, pain, drainage) at the insertion site while the pump was in use. While at home, 4 days after surgery, the pt noticed redness at the insertion site. Symptoms were initially reported to the surgeon and a culture was taken from the skin and it was (B)(6). The pt was hospitalized and given IV antibiotics, followed by oral antibiotics. It is reported that the pt's condition improved prior to discharge and on last check up the pt was still recovering at home, was afebrile and free of drainage. Pt had surgery on (B)(6) 2011 and infusion began approx 8:30 am. Infusion ended on (B)(6) 2011, time unk. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: the device is not available for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.